Event description:
It was reported that a solution administration set leaked an unspecified chemotherapy drug during priming. This occurred after spiking the infusion set to the bag. The origin of the leak is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.